Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. It was further reported that the patient fell after going to the bathroom causing a subtrochanteric fracture. The surgeon will not be providing x-rays or op reports. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "patient fell and fractured femur causing revision."